Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the routine follow-up on (B)(6) 2020, it was noted the lead impedance was abnormally reduced, and the lead insulation was broken under the x-ray. Then, the lead replacement surgery was performed on (B)(6) 2020. All parameters were normal.